Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). The pal determined the hc machine system failed rite functional testing due to rite - therapy monitored volume failed performance spec: fill 1 was 46.2 ml, drain 1 was 45.8 ml, rite specs are 774.0 - 821.0 ml. The assignable cause for the rite functional test failure during fill 1, drain 1 was undetermined. Device was sent to servicing.